Event description:
It was reported by a neurologist through a company rep, that a vns pt's device read high lead impedance. F/u was made with the treating neurologist who indicated she was able to interrogate the pt just fine, and all of the pt's settings were exactly as intended. She performed a system diagnostics which revealed a 7/limit/high. Md then tried normal mode diagnostics, which resulted in a 7/limit/high. Additionally, info from a company rep indicated the pt was being referred for revision surgery and no pt manipulation was reported to the device. The company rep confirmed the high lead impedance in both system and normal mode diagnostics (7/limit/high). At the moment, it is unk if the pt was disabled due to the high impedance and x-rays were not planned. Add'l info was from the surgeon's office indicating the pt was to undergo generator replacement surgery. The surgeon performed generator replacement surgery as scheduled. A company rep was made aware of the surgeon replacing only the generator rather than replacing the whole system. The company rep followed-up with the surgeon's office and surgeon coordinator to confirm that they were aware of the scheduled full revision surgery. However, it is unk why they decided to only replace the generator. Further info from the company rep indicated that diagnostics were fine and no problems were observed after the generator was replaced.